Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removed on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: date of insertion: (B)(6) 2010.(B)(6) 2010 (as per pif). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('heavy menses') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fallopian tube spasm, dysmenorrhoea, ovarian cyst, endometriosis, c-section, autoimmune disorder, weight gain and hair loss. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful menses"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy, left oophorectomy and cysto). Essure was removed on (B)(6) 2020. At the time of the report, the heavy menstrual bleeding and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and heavy menstrual bleeding to be related to essure. The reporter commented: date of insertion: left side- (B)(6) 2010, right side- (B)(6) 2010 (as per pif) four coils visualized within the intrauterine cavity on the left side right: four rotations of the coil were noted to be visible within the intrauterine cavity discrepancy noted: essure removal date as per mr is (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: study documented bilateral essure stent tubal occlusion. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records:heavy menstrual bleeding, painful menses quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 1-jun-2021: no new information received. Imdrf code updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('heavy menses') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fallopian tube spasm, dysmenorrhoea, ovarian cyst, endometriosis, c-section, autoimmune disorder, weight gain and hair loss. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful menses"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy, left oophorectomy and cysto). Essure was removed on (B)(6) 2020. At the time of the report, the heavy menstrual bleeding and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and heavy menstrual bleeding to be related to essure. The reporter commented: date of insertion: left side- (B)(6) 2010, right side- (B)(6) 2010 (as per pif). Four coils visualized within the intrauterine cavity on the left side right: four rotations of the coil were noted to be visible within the intrauterine cavity discrepancy noted: essure removal date as per mr is (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: study documented bilateral essure stent tubal occlusion. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records:heavy menstrual bleeding, painful menses. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-may-2021: mr received: previously reported event medical device removal replaced with heavy menses. Reporter, medical history, lab test and rcc added. New event added- dysmenorrhoea. (Fu 1 and 2 processed together). On 3-may-2021: mr received: no new significant information received. (Fu 1 and 2 processed together). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.